Event description:
Patient reported, left side "capsular contracture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: no observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side capsular contracture, baker grade unknown and rupture. The device has been explanted.

Event description:
Patient addiotnally reported rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. The device remains implanted.